Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.